Event description:
Customer emailed saalt on 7/26/2020 to explain that their cup was difficult to remove and they could not remove it by themselves. Customer stated they attempted to remove the cup after waking in the morning and could feel the base of the cup but could not grasp it. Customer sought medical help. The doctor was able to remove the cup and told the customer they had a very high cervix and needed a different size cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."